Event description:
It was reported that the lead exhibited high threshold. The threshold had risen from 1 v at 0.4 ms to 3.75 v at 0.4 ms. It was noted that the patient recently had an aortic valve replacement and the physician suspected that may have influenced thresholds. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.